Event description:
It was reported in a clinical study that patient underwent primary hip procedure on an unknown date. Revision surgery was performed in (B)(6) 2010 due to loosening of the cup. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Information was obtained from a clinical study. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Explant date - (B)(6) 2010 (exact date unknown).